Event description:
Information received indicated the implantable neurostimulator had been turning off on its own. No further information was reported and additional information could not be obtained at the time of report.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID 3037, product type programmer, patient. (B)(4).